Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that 2-3 times a month, the patient¿s implant would turn off by itself. The patient could be walking, or sitting to watch a movie. The patient would have to turn their implantable neurostimulator (ins) back on. The patient noted that it seemed to happen more during the winter. A manufacturer representative was able to resolve the previous issue of the implant turning off and then when the patient would turn the stimulation back on it was at a high setting and the patient would have to turn the stimulation down. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.